Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached itself, while sleeping. Moreover, the patient had positive results in ketones test, nausea, vomiting and the blood glucose level was 23 mmol/l at the time of this event. Further, on (B)(6) 2019, the patient changed the infusion set. Reportedly, the last night from the day of this report ((B)(6) 2019), patient's blood glucose level was high. No further information available.